Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had woken up in the middle of the night to an insulin flow blocked alert. The customer may have already thrown away the infusion set but may have kept the reservoir. The customer's blood glucose level during the incident was 423 mg/dl. The customer was able to treat his high blood glucose with a bolus. The customer was able to resolve the issue by changing the infusion set and reservoir. The customer declined troubleshooting for high blood glucose. The device will not return for analysis.